Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The issue was resolved by cleaning the light source/ processor cable port with compressed air and ensured that the screws were tightened and secure. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center was receiving a b30 scope communication error. This issue occurred during preparation for use of a diagnostic esophagogastroduodenoscopy. The procedure was delayed by twenty minutes and the patient's anesthesia or sedation was not extended. The procedure was completed using the same set of equipment. There were no reports of patient harm or injury.